Event description:
Wear inlay. No evident loosening. Prosthesis implanted on (B)(6) 2009. Revision surgery.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.